Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation at the ipg site in addition to increased recharge burden. As a result, the patient will undergo surgical intervention.